Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the customer had a 48406 error in the logs that was not cleared by replacing the endoscope or power cycling the system. The procedure was converted and completed laparoscopically with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscopic controller (ec) was analyzed, and the complaint was not confirmed by failure analysis. The unit was installed into the test system and ran a video test, ten power cycles, and sat idle for 1 hour. The system came up with no errors and good video on both eyes with no issues. The ec worked normally as expected.